Event description:
Reporter stated the customer was hospitalized on (B)(6) 2015 due to erratic blood glucose levels. The expert meter provided results of 576 mg/dl, 553 mg/dl, 54 mg/dl, 522 mg/dl, 44 mg/dl, and 468 mg/dl on the day of the hospitalization. On (B)(6) 2015, the meter provided discrepant results of 274 mg/dl and "lo" (<10 mg/dl) within 7 minutes. The customer's physician believes there could be use error, which has resulted in discrepant results. The expert meter was compared with the hospital system and the results were acceptable (exact results and timeframes were not provided). The test strip lot number from the time of the hospitalization was provided, but it is unknown if the same lot was used for all results located in section. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.